Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Intuitive has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Both visual and manual inspections were performed on the inside and outside of the housing. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument grip detached from the shaft and the jaw was catching tissue as it could not open all the way. The procedure was completed.

Manufacturer narrative:
Intuitive has not received a da vinci product to perform failure analysis at the time of this report.